Event description:
It was reported that during an arthroscopy, the healicoil peek eyelet got damaged during the insertion. The procedure was completed using a s+n back up device in the same drilled bone hole, no void was left in the patient. There was a delay of less than 30 minutes. No further complications were reported.

Manufacturer narrative:
H11: internal complaint reference: (B)(4). H3, h6: the reported device was received for evaluation. A visual evaluation showed the device was returned in original packaging with the batch number of the complaint on the label. The sutures are still run through the anchor but have been pulled from the cannula and untied from the cleat. The anchor is on the device. The anchor has been fractured. Bio debris is present. Based on the condition of the product material found during visual inspection, additional material testing is not required. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A review of the material specifications found that a material certificate of analysis is required. The root cause of the reported event could not be determined since findings cannot lead to a clear cause of the reported event. Factors that could have contributed to the reported event include an inadvertent impact event that may have occurred during device transportation, rough shipping and handling, or at the customer site, as well as the application of an unintended, inappropriate, or excessive force to the device. Based on this investigation, the need for corrective action is not indicated